Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient received a sensor error alarm. The patient's blood glucose at the time of incident was 9.2 mmol/l. When the sensor was removed the cannula was not intact; the patient was unsure if the cannula was still in their body. The sensor was not returned for analysis.